Manufacturer narrative:
An event of device embolization into lower aorta and removal of the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an approximately (B)(6) 2023, an approximately 18mm amplatzer amulet left atrial appendage occluder was implanted. The sizing for the device was done using transesophageal echocardiogram (tee). On (B)(6) 2023, it was found by echocardiogram that the device embolized. The device was snared and retrieved from patient anatomy. The patient is reported to be discharged and stable.